Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2008. Mid-way through the procedure, the device quit working. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.